Manufacturer narrative:
Investigation summary one sample and four (4) photos were provided for investigation. One (1) photo shows a syringe held at an angle which is partially filled. Based on the photo provided no foreign matter is visible. The second (2nd) photo also shows a syringe held at an angle which is partially filled. Based on the photo provided no foreign matter is visible. A third (3rd) photo shows a person holding a blister pack with the printed top web visible. The photo provides the material number and product description. The fourth (4th) photo shows the printed part of the top web which provides the lot number of the batch associated with this complaint. Additionally, visual inspection was performed to the sample. It came with a tip screwed to the syringe luer and it has 12ml of solution. It was inspected under a 30x microscope, no fm was noticed. The solution has bubbles. No embedded fm in the barrel wall was observed nor in the rubber stopper. The sample was sent to a lab for analysis. No white fm was found. A spectral analysis (ftir) was done to the solution having the closest match to water-based items. A 93% match to ultra-pure water. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that foreign matter was found floating in the bd luer-lok¿ tip syringe before use while preparing for the drug injection. The following information was provided by the initial reporter: "foreign matter in ll syringe - i.v-globulin inj - preparing for drug injection, check white objects floating."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found floating in the bd luer-lok¿ tip syringe before use while preparing for the drug injection. The following information was provided by the initial reporter: "foreign matter in ll syringe, i.v-globulin inj, preparing for drug injection, check white objects floating."